Manufacturer narrative:
MFR received date: 14 jun 2019. Date of report received: 24 sep 2019. After performing the system leak test they could never reproduce the issue. The customer has performed a complete performance verification test with passing results. The customer has not been able to duplicate the issue. The customer has returned the unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that patient circuit occluded test does not alarm. The customer reported there was no patient involvement.